Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced a new vaginal bowel prolapse, problem with the sling repair and subsequent procedures. Paravaginal repair, placement of competitor's product with bilateral sacrosphinous ligament suspension of the vaginal cuff, sacrospinous ligament for grade 2 cystocele and grade 2 rectocele, posterior repair, placement of polypropylene mesh and cystoscopy were performed.